Manufacturer narrative:
The technician inspected the brake/steer mechanism and found the bearings were broken. The technician replaced the brake/steer mechanism to repair the bed.

Event description:
Information received indicates the bed has no brake or steer function and the casters continue to ratchet when in brake.